Event description:
A customer reported a cartridge alarm 20 issue with their insulin pump, and their blood glucose level was indicated as "high," though the specific value was unknown. To address the high blood glucose level, the customer administered a correction bolus using the pump. The customer did not need third-party assistance, and the technical support team arranged for a replacement pump, advising on its updated software and providing instructions for returning the faulty pump.